Event description:
Dealer stated the left locking cylinder would not actuate out of the box. Dealer stated by the left cylinder not actuating it keeps the caster from staying on the ground. Dealer stated the part was defective out of box, no end user involvement.